Event description:
It was reported the patient experience wound dehiscence and drainage at her scs lead incision site. Subsequently, the physician washed out the site using antibiotic solution, prescribed bactrim to be taken for 10 days and is monitoring the infection. Additionally, cultures were taken; however, the type of infection present is unknown at this time.

Manufacturer narrative:
The device history and sterilization records were reviewed. The device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. The cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.